Event description:
It was reported that the surgeon was inserting a herbert screw implant with the provided screwdriver when the tip of the screwdriver broke off in the head of the screw. He was unable to retrieve the tip of the screwdriver from the head of the screw. Xrays were obtained using the mini c-arm and the tip did not appear to be affecting any tissue, so it was left in the screw head.

Manufacturer narrative:
Eval summary: the instrument had a potential field age of approx 5.5 yrs at the time of failure. Excessive or eccentric loading applied to screwdriver could have caused tip to break off during use. It is not known how the surgeon used the driver and if the driver might have been overloaded during use. There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.